Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. The investigation confirmed device displays battery depleted alarm message. It was determined that the motor locks up which caused the reported problem. The motor was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that battery depleted alarms occurred during testing. No patient injury was reported.